Event description:
It was reported that the pt experienced a loss of therapeutic effect with no relief from spasticity symptoms. The pt underwent multiple troubleshooting procedures including an indium study, a roller study, and a catheter dye study which were all ok. The hcp was unable to determine what was causing the issue with the patient's therapy and opted to replace the pump. During the pump replacement procedure, the patient's catheter was nicked so the proximal catheter was replaced. Following replacement, the pt is now doing well. The patient's pump contained compounded baclofen. Following pump replacement, the patient's pump was filled with lioresal. See MFR report # 21822072008-02373.